Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the right ventricular lead exhibited high capture thresholds. Fluoroscopic imaging revealed possible clavicular crush. After connecting the lead to the new pulse generator, the capture threshold decreased. The lead diagnostics were stable and no sensing issues were noted. The lead remained implanted. The patient was in stable condition post procedure.